Manufacturer narrative:
Model number: cuff: 72404130. (B)(4). Catalog number: cuff: 72404130. (B)(4). Expiration date: cuff: 08/29/2017.

Event description:
It was reported that the patient "experience" recurring incontinence with their artificial urinary sphincter. A few weeks later, the system was revised. The device had fluid loss from a hole in the balloon. The hole was discovered when fluid was pushed into the balloon. The patient's cuff and balloon were replaced with a 4.0cm cuff and 61-70 cm h2o balloon. The patient was fine after surgery.